Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 135mg/dl. Troubleshooting was performed, and the drive support cap was flush. The customer stated that she was wearing the device while having an MRI. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm due to corroded motor home switch. Unable to perform prime, displacement, occlusion, prime and excessive no delivery alarm tests due to motor error alarms. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.